Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the supplied images, the information provided and without the device to analyze, a cause for the reported unintended movement of the clip opening while locked resulting in migration associated with the posterior leaflet almost entirely migrating out of the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated, "one (1) fluoroscopic still image was provided in which three (3) fully deployed clips can be visualized; there is no cds in view indicating the image was taken post deployment of the second clip during the second procedure. It was reported that one clip was implanted during the original mitraclip procedure (B)(6) 2019). Due to disease progression, it was reported that "degenerative mr that had expanded to both sides of the previously implanted clip". A second procedure was performed (B)(6) 2023) to treat the recurring mr in which the first additional clip (xtw, reported device) was implanted medial to the initial clip. A second additional clip (ntw, no reported issue) was implanted lateral to the initial clip. To this end, it can be deduced that the reported clip is the left (medial) clip in the image, which is also an xtw clip size. The clip arm angle appears to be ~30° - 40° and aligns with the reported incident details that the clip exhibited a post deployment clip arm angle beyond the fully closed position per the instructions for use. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent that the reported xtw clip is opened to a larger degree as compared to the initial xt clip and second additional ntw clip which both present in a fully closed position (~10° - 20°) and did not have reported issues. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. It was noted one mitraclip was previously implanted, but the patient returned to the hospital due to progression of disease. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 45 degrees. It was noted the posterior leaflet had almost entirely migrated out of the clip. To further reduce mr, a second ntw clip was deployed laterally and successfully implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.